Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd precisionglide¿ needle had foreign matter in the form of a black substance on the needle. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex:. Event attributed to:. Device single use?:. Device returned to manufacture:.

Event description:
It was reported that a bd precisionglide¿ needle had foreign matter in the form of a black substance on the needle. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd precisionglide needle had foreign matter in the form of a black substance on the needle. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Three photos were provided for evaluation. Two of the photos show a needle with what appears to be a black lube gel on the inner diameter of the hub therefore failure mode is verified. Lube gels are caused by the carrier evaporating, and leaving the lube solids behind. They can build up on the lube application station, and may become dislodged during cleaning, or a when a jam occurs on the assembly line. One defect does not exceed the specification limits for foreign matter. No corrective action will be implemented at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Assembly batch 7201751 had 112 visual inspections performed on (B)(4) parts with zero defects noted for fm. Cleaning was performed 15 times during the assembly of this batch. Tpms, which include additional cleaning, was performed once during the assembly of this batch. No quality notifications were written for this batch, nor for the associated assembly batch.